Manufacturer narrative:
Philips service adjusted the loose connectors and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the workstation screen image was not displayed due to loose connectors on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.